Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, "a pt got the initial surgery on both knees at (B)(6) 2008, and the pt heard sudden "ttuk" on knee around (B)(6) 2010 and then he felt his legs didn't strong like before and felt pain. Surgeon doubted insert post fracture on both knees to see hyperextension and severe m/l laxity. The surgeon conducted revision surgery on left knee on (B)(6)."